Event description:
A customer reported a malfunction with their pump, and although there were repeated occurrences, no notable events preceded the malfunction. There was no adverse impact to the customer's blood glucose level as it did not exceed critical thresholds. Technical support decided to replace the pump and plan to follow up with the customer, ensuring a resolution of the issue.